Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual devices used in this incident, it was determined that the patients intermittently did not appear on the devices due to periods where zero patient summaries were loaded. A technical support specialist (tss) reviewed station logs and confirmed that the devices were communicating properly, but the patient list was unavailable, consistent with delayed or missing admit discharge transfer (adt) updates or incomplete temporary patient workflows. During these periods, nursing staff appropriately used temporary patients to continue medication dispensing. At the time of review, all stations were functioning normally and the patient involved had since been discharged. Preventive guidance focused on ensuring timely and complete adt admissions/updates and reporting future occurrences promptly with timestamps for real time investigation. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, there were two instances in which patients did not appear in pyxis. One occurrence was in the emergency department and the other in the cardiac catheterization lab. In one instance, the patient was added as a temporary patient; however, the profile dropped from the system immediately after medications were removed. Both patients were confirmed to be admitted. No alerts indicating communication issues were observed in hsv. There were no delay or adverse events or injuries reported based on this event.